Manufacturer narrative:
As the valve remains implanted, no visual inspection, functional testing or dimensional testing could be performed. Imagery was provided by the site. The patient's right access vessel had present of calcification and tortuosity. One (1) strut appeared bent outward at the inflow side greater than 90 degrees. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in a previous pra. Manufacturing mitigations/controls relevant to the issue (e.g., visual, and dimensional inspection to the frames, mechanical testing to the tensile specimens) are captured in the pra. Although esheath plus was used in this case, the pra remains applicable as there are no significant changes related to the sheath shaft (see product risk assessment section for details). In addition, review of the related work order valve revealed that the manufacturing mitigations/controls for the s3 ultra valve remains the same regardless of esheath or esheath plus configuration. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Additionally, each frame lot is mechanical tested. The lot met the statistical acceptance criteria as the calculated lower tolerance limit (ltl) and/or upper tolerance limit (utl) of each testing fall within the respective lower specification limit (lsl) and/or upper specification limit (usl). The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage) is captured in the pra. Although the pra captures IFU/training mitigations/controls specific to the esheath, the pra remains applicable for high push force events using the esheath+ device. Guidelines and instructions provided to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials remain similar between the esheath and esheath+. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. The esheath+ introducer set also includes the expansion tool that is used to pre-expand the partially expandable area of the sheath prior to procedural use to facilitate the advancement of delivery system through this region. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The frame damage was confirmed based on provided imagery. A review of the DHR, lot history and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'during a transfemoral tavr procedure, there was an issue advancing the commander delivery system with the 26mm sapien 3 ultra valve through the 14f esheath plus. Access was achieved in the right iliac. There was some hang up and when the delivery system when the valve was in the distal aorta, and it was noticed that a strut was bent up.' Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Additionally, per 3mensio, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the valve strut damage at the inflow. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. A CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA was closed after demonstrating reduction of frame damaged complaint rate. In this case, the valve was manufactured after the corrective action. The corrective action is intended to reduce, but not eliminate the complaint occurrence. Pra assessment determined that the product is performing as expected and within control limits; therefore, no further action is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Valve remains implanted. Investigation is ongoing.

Event description:
As reported by field clinical specialist, during a transfemoral tavr procedure, there was an issue advancing the commander delivery system with the 26mm sapien 3 ultra valve through the 14f esheath plus. Access was achieved in the right iliac. There was some hang up and when the delivery system when the valve was in the distal aorta, and it was noticed that a strut was bent up. After discussion, the team elected to proceed as planned with the deployment of the valve. The valve was deployed successfully in the aortic annulus with no complication. There was no injury to the patient. Upon removal of the devices, there was a tear observed in ''the blue portion, the expandable portion'', about half way up the sheath. The tear was not continuous, it did not start at the base, or continue to the tip. It was located ''maybe an inch worth of the seam, in the middle of the sheath''. The difficulty advancing the delivery system was experienced probably in the area where the tear occurred, about half way through the sheath expanded portion, not in the partially expanded area. In terms of patient area, it was in the external iliac area.